Event description:
It was reported that an out-of-regulation (oor) condition occurred and a "call your doctor" icon was shown. The pt could not adjust stimulation. Additionally, the right stimulator could not be detected with the pt programmer. Refer to manufacturer report #3007566237201108827.

Manufacturer narrative:
(B)(4).